Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units system overheated, was restored on reboot. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units system overheated, was restored on reboot.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Could not reproduce the issue. A 2-day running test was conducted. It seems to be a primary defect in the compressor temperature sensor. Fse replaced temperature sensor and running test was conducted for 3 days.

Event description:
N/a.